Manufacturer narrative:
Device manufacture date: the device manufacture date has been updated as aug 14, 2013. If additional information should become available, a supplemental medwatch report will be sent accordingly.

Manufacturer narrative:
Initial reporter: there was no contact name or phone number provided. Device manufacture date: the device manufacture date is currently unavailable. The actual device has been returned and is currently pending evaluation. Once reliability engineering evaluates the device, a supplemental medwatch report will be sent accordingly. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported from (B)(6) that during an unspecified surgical procedure, it was observed that the cutting burr device was broken. It was not reported if there were any delays in a surgical procedure or if a spare device was available. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.